Event description:
This ra lead was implanted on (B)(6) 2008. And was explanted on (B)(6) 2016. A possible wound infection was alleged on this recent box change. Antibiotics were started. And patient attended hospital for further assessment. The physician was unknown at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).